Manufacturer narrative:
Follow-up #1: date of submission: 10/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: during investigation, the keypad cover was intact with all buttons responsive to user input. The keypad cover was removed to find no contamination under the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. The original complaint of an under responsive ok button was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. It was reported that the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.